Event description:
It was reported that a minimum fill notification occurred. Reportedly, the customer was using off-label insulin. There was no adverse impact to the customer¿s blood glucose level. No additional patient or event information was available.